Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid 1.0mg/ml at 0.0500 mg/day, via an implantable pump. The indication for use was noted as non-malignant pain. On (B)(6) , the patient experienced urinary retention post-operatively for pump implant. The severity was noted as moderate and it resulted in in-patient or prolonged hospitalization. It was noted as possibly related to the device or therapy and related to the implant procedure. On (B)(6) 2014, the patient was given flomax and they continued with the indwelling foley catheter. The pump was decreased to minimum rate. On (B)(6) 2014, the event resolved without sequelae. If additional information becomes available, a follow-up report will be submitted.